Event description:
The user stated that there was a reported problem with the patient's spo2 and that there was a "lack of oxygen issue". During the scanning of a multiple trauma patient, it was reported that the patient's spo2 initially was 96% and then dropped to 84% and then to 74%. The patient was cyanotic when removed from the MRI machine. A code blue was called and the patient was transferred back to ICU.

Manufacturer narrative:
The user stated that they did not know if the device malfunctioned but they wanted the device evaluated, due to the code blue. The user performed numerous tests on the device, including ECG, spo2, nibp and battery testing, and no problems were detected. The user also tested the spo2 accessories and found no issues. Finally, the user performed preventive maintenance on the device with no problems noted. The device was returned to the device manufacturer for bench evaluation. All manufacturer suggested tests and functional checks passed with no issues. The device was allowed to run overnight to observe for malfunctions and none were detected. There is no indication that the device malfunctioned or failed to alert the clinicians to a change in patient status. As a result, clinicians were able to apply available therapy to the patient without delay. Also, the change in the patient's status was not unexpected, given the patient's pre-existing condition (multiple traumas). No additional investigation or actions by the device manufacturer are warranted.